Manufacturer narrative:
Continuation of medical devices: 4524-45 lead implanted (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead exhibited low impedance, noise and a lead alert. The lead is being monitored and re mains in use. No patient complications have been reported as a result of this event.